Event description:
It was reported that this pacemaker system exhibited oversensing of minute ventilation noise resulting in pacing inhibition. The minute ventilation feature was then turned off. The patient was noted to have experienced syncope on two occasions. During the second occurrence of syncope, the patient hit their head. The patient reported to have felt his heart rate drop prior to collapsing. The recorded oversensing episodes do not correlate with the reported syncope. Further evaluation of device data is expected in the near future. Currently, this system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device was included in the minute ventilation sensor signal oversensing advisory population.